Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was over delivering. The customer¿s blood glucose level was 80 to 100 mg/dl at the time of the incident. Customer¿s current blood glucose level was at 190 mg/dl. Customer stated that the insulin was squirting out. Customer was alleging on insulin pump for over delivering. The insulin pump will not be returned for analysis.